Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent tibiofibular fixation with the distal fibula plate containing 5 holes on (B)(6) 2024 for ankle joint symptoms. When the silver guide tube was pulled to expand the fibra link from the tibia screw, the tibia screw loosened as soon as it was expanded. Removed the tibial screw using a tibia screwdriver. During the surgery, the doctor commented that the tibia screw may have been inserted from the fracture line of the lateral cortex of the tibia in order to avoid the fractured part of the fibula. The k-wire was inserted by swinging it further forward than the first time, avoiding the fracture area as much as possible, and drilling and tibia screw insertion were performed again. This time, the fibra links were deployed without any loosening, and the procedure was successfully completed. There was no surgical delay. The patient outcome was reported to be stable. This report involves one unk - screws: trauma. This is report 2 of 2 for (B)(4).